Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that a physician was performing an unspecified procedure in the left sfa and the right iliac artery. The physician dilated the left sfa lesion twice, at 12 and 10 atm. During the right iliac artery dilatation attempt, the balloon ruptured. It is unk at how many atm the balloon was inflated. The procedure was completed using a fox plus 7.0x40mm. There were no patient consequences and no additional information is available.